Manufacturer narrative:
Malfunctioning potentiometer.

Event description:
It was reported by service report that the foot-end would not lower all the way flat. No patient involvement or adverse consequences were reported.